Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/23/2013 with the following findings: a review of the pump history indicated that the pump time and date was manually changed on (B)(6) 2013 from 6:41 to 18:41. The pump performed rewind, load, and prime with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The pump was able to keep time accurately after five days of running time. The pump was also able to keep time accurately after 60 minutes of power on reset. The complaint of the pump gaining time was not able to be duplicated; no defect was found.

Event description:
On (B)(6) 2013, the patient's grandmother contacted animas on behalf of the patient to report that the patient had elevated blood glucose reading of 400 mg/dl and symptom of being thirsty while the subject pump was not keeping the correct time and date. The reporter denied the patient's thirst of was not extreme. There were no other symptoms at the time of concern. According to the reporter, the current time and date is 6:41 pm and (B)(6) 2013 while the animas pump is showing (B)(6), 2013 6:35 am. The reporter felt that the reason for the patient's elevated blood glucose for the past 3 evening is due to the incorrect time. During troubleshooting, the reporter indicated there was a gain of 12 hours and 6 minutes over the last 7 days. The issue was not resolved with training. The product was replaced and requested back for investigation. This complaint is being reported due to the unresolved gain of time. The patient's symptoms and blood glucose reading did not meet animas criteria of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.